Event description:
A peritoneal dialysis pt reported that on (B)(6) 2013 he received a m71.2 pressure leak alarm on cycler during setup and again near the completion of treatment. The pt was admitted to the hospital on (B)(6) 2013 for eval due to fluid accumulation in the lungs. During eval, the doctors believe the pt's diaphragm may have been perforated. The pt had 3 liters of fluid drained from his right lung and 1.5 liters of fluid drained from his left lung. The pt was discharged on (B)(6) 2013. Upon discharge, the treating physicians believed the fluid retention was due to a catheter issue. The pt returned to th hospital on (B)(6) 2013 to have an outpatient procedure to re-position his catheter. The procedure was unsuccessful, and the pt discontinued pd treatment. The pt currently on hemodialysis and doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.